Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non medical professional that the patient underwent a fusion procedure at l5-s1 in 2005. The surgeon performed a lumbar laminectomy with medical facetectomies and foraminotomies, for complete decompression of the dural and neural elements and transforaminal interbody fusion. An interbody fusion stabilization device was used at l5-s1. At an unknown time post-op, the patient experienced severe back pain and other symptoms. In early 2007, the surgeon performed an additional operation on the patient at l5-s1 to install pedicle screw instrumentation. After this second surgery, the patient continues to have severe symptoms, including loss of sensation, difficulty in walking, and difficulty sleeping.